Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, there was no failure identified for the alleged malfunction reported by the customer. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen went black when the customer attempted to deliver a bolus. Reportedly, the touchscreen turned back on and was functioning as intended. Customer's blood glucose level was 143 mg/dl. Customer stated that they have a back up insulin pump to address their blood glucose levels and to continue insulin therapy.